Manufacturer narrative:
No patient sample was available for investigation. A retained reagent kit of architect (B)(6) tp reagent lot number 64474li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the lot is negatively impacted. No false non-reactive results were obtained. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A search for non-conformances and deviations associated with the lot was performed. The review did not identify any non-conformances or deviations. The architect syphilis tp reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) results were generated on a patient that had been (B)(6) in the past. On (B)(6) 2016, a (B)(6) result of (B)(6) was generated. The patient had been followed since (B)(6) with (B)(6) results. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).